Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device would not fill with water. There were 2 bars on the reservoir icon. The complainant noted that the water would get suck halfway into the fill tube and would proceed no further. Per troubleshooting, he was asked to place his finger on the end of the tube, but the device still did not fill. He was then asked to reposition the fluid delivery line since he noted it appeared crooked, but the device still did not fill.

Event description:
It was reported that the device would not fill with water. There were 2 bars on the reservoir icon. The complainant noted that the water would get suck halfway into the fill tube and would proceed no further. Per troubleshooting, he was asked to place his finger on the end of the tube, but the device still did not fill. He was then asked to reposition the fluid delivery line since he noted it appeared crooked, but the device still did not fill.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.